Event description:
It was reported that the cot dropped as it was being unloaded from the ambulance. At this time, unable to confirm that the cot caught the safety hook as it exited the ambulance. There was patient involvement, however, no adverse consequences have been reported.

Manufacturer narrative:
Investigation underway.